Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up from technical support regarding the issue, therefore no additional information was obtained.